Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and besides the previously mentioned device malfunctions, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device. The root cause of the failure could not be determined. Additionally, the user used simethicone through biopsy channel, but foreign material was not confirmed in the biopsy channel and no deviation from instruction for use in the reprocessing steps for the location where the foreign material remained. The root cause of the foreign material in the air/water cylinder, air/water channel, air/water nozzle, and the auxiliary water channel could not be identified with the information received. The event can be detected/prevented by following the instructions for use which state: detection method is described in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection; preventive measures are described in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a colonoscopy procedure the colonovideoscope had an image transmission failure on the screen. The event resulted in a few minute delay in the procedure, however the delay was not considered clinically relevant and no additional medication needed to be administered. The procedure was completed using the same device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air/water cylinder and tube, jet tube, and the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.